Manufacturer narrative:
This report is submitted on august 29, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced necrosis at the magnet site. Additional information has been requested but has not been made available as of the date of this report.